Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377845, lot# v004318, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 377845, lot# v004318, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported the patient had a lead revision done in 2010 to the paddle lead. The reporter stated they did not know why the revision had taken place. Additional information received reported the cause of the event was epidural fibrosis. It was noted that surgical intervention was done in 2010. The reporter stated ¿paddle lead via laminectomy.¿ the reporter further stated the signs and symptoms associated with this event were unknown. It was noted the patient required hospitalization and the patient outcome was no injury.